Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the insulin pump was beeping and vibrating without message on the screen. The nurse also reported that the customer experienced low blood glucose around 40 mg/dl and treated with orange juice. Troubleshooting was done. The nurse stated that the insulin pump alarmed battery out limit after battery change. The nurse stated that they were able to clear the alarm but the insulin pump did not respond after clearing the alarm. The nurse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Moisture damage was also found on the motor, vibrator, keypad and battery tube assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, battery out limit alarm, button keypad unresponsive, vibrator anomaly, displacement anomalies and excessive no delivery test due to blank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.